Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's representative provided additional information on november 6th, 2024 that the patient could not talk and that ¿new leads had been put on their machine¿, but the call was disconnected before further details could be obtained. On november 7th, the representative called back, initially believing the leads were replaced on october 24th. However, it was later clarified that the leads were not replaced; the caller said the replacement involved external components. The representative was not with the patient at the time of the call but confirmed that the battery was functioning correctly. The patient was having trouble talking, which was usually related to the device, and the battery was confirmed to be functioning correctly. The call was again disconnected, and follow-up attempts were unsuccessful. On november 12th, the representative called back and reiterated that the ins was working correctly, but the patient had lost their speech drastically. The battery was tested and worked well when they visited the doctor in september. The representative reported the patient programmer (pp) batteries were dead. Pss had the patient use the recharger to check the battery status of the stimulator. The battery was turned on and functioning. The representative was advised to follow up with the healthcare provider. The representative called back the same day for assistance checking the ins with the programmer. The caller connected wi th the ins, and the pp showed the ins was on and the ins battery was okay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient's battery had "gone bad," clarifying that the ins battery life was depleting. The caller mentioned that months ago, the patient's speech had deteriorated significantly. About a month ago, the patient saw a doctor who tested the device and determined that the patient needed a new battery. The caller was not present at the doctor's appointment. The caller was unsure if the patient had let the battery go dead a couple of times. The patient is in assisted living, and getting staff to pay attention to charging the device properly had been problematic. When the first ins battery went out, it was evident how much it had helped because the disease had progressed. The caller stated that the ins was not working because the patient's speech was poor. The caller had questions about the new rechargeable battery and the FDA approval. The patient representative called later and said that the patient went to the neurologist who told them that the ins should be replaced. Pss reviewed longevity. The caller mentioned that the previous ins battery 'failed' and they thought the patient had a stroke but the ins was dead. The patient was hospitalized and then the ins was replaced and the patient was fine. The patient was redirected to their hcp to discuss the reason they wanted to replace the ins ((B)(4) for the previous ins battery depletion).